Event description:
The customer stated that the system locked up and had to be rebooted. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb circuit board was reseated. The system was then found to be operating as intended.